Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen goes blank when the battery cap is on and it would alarm stuck button when the battery cap was removed. No significant events leading to the issues were observed. Customer also reported crack on the battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was installed. No blank display noted during testing. No damage noted on the lcd glass. The power connector was plugged in properly into on electrical board. Device passed the displacement test, sleep current measurement, active current measurement and self test. No stuck button alarm noted during testing. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device had minor scratched display window, cracked battery tube threads and cracked case at the battery tube side. (B)(4).